Manufacturer narrative:
Evaluation codes, results: endoleak, arterial trauma/dissection/perforation, evaluation codes, conclusions: 80 degree aortic neck angulation, other cause of dissection unknown. Intervention required.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 10 years ago. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that the patient presented emergent with abdominal pain, and a recent CT demonstrated an 80 degree aortic neck angulation with a distal type I endoleak and a dissection proximal to the stent graft; the cause of the dissection is unknown. The physician elected to implant a talent aortic cuff; however, the type I endoleak was not resolved. The physician has elected to monitor the patient. No additional clinical sequelae were reported, and the patient is fine.